Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of the severely bent instrument grip-tips to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint regarding clip application failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior with no noted damage. The instrument would not close the clip onto the vessel/tissue bundle at the time it was used. There was no patient injury. The customer used the recommended clip according to the instruction for use (IFU). The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The surgeon obtained another clip applier instrument to resolve the issue.